Event description:
It was reported that a caregiver called because the dexcom g6 continuous glucose monitor (cgm) paired to the ilet bionic pancreas was not showing glucose readings, consistent with signal loss between the sensor system and the receiving device, after which the cgm reconnected and glucose values became visible during the call. Symptoms included absent cgm glucose data with no adverse clinical symptoms reported. Outcomes included restoration of cgm data with no alarms or alerts reported and no medical intervention required. User support included guided troubleshooting and user education that resulted in successful re-pairing and data recovery. Investigation of this case revealed a temporary communication disruption consistent with intermittent signal loss, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption resolved through standard troubleshooting.